Event description:
It was reported that a flo-gard infusion pump had an f-66 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection was performed, the device was found inoperative. The f-66 alarm was identified during functional testing, and in the alarm log. The cause of the condition was determined to be a damaged sensor board. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.